Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. The technician found the leak to be originating from the safety valve. Further inspection revealed that the generator was overfilling due to dirty water level probes. The technician replaced the safety valve, cleaned the water level probes and flush line. A test cycle was performed; the unit was confirmed operational and returned to service.

Event description:
The user facility reported the 20¿ century sterilizer is leaking water. No procedures were cancelled or delayed. No injuries to hospital staff or patients were reported.